Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an unknown procedure performed on an unknown date. During the procedure and inside the patient, the bands did not deploy when handle was turned. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.